Manufacturer narrative:
On 07/27/2012: unit not returned due to pt contact. On 07/27/2012: MDR flowchart completed, not reportable. On 01/26/2013: complaint closed. On 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: the unit had made pt contact and was not received for eval. It is not possible to determine an assignable cause for this issue. There is insufficient info for a compete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot # 17412-01 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working. Failure possibly due to an electrode breaking. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
During procedure primed properly, started working on pt but then quit.